Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician noted crimping of the distal end of the sheath introducer where it meets the dilator. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report of crimping of the distal end of the sheath was confirmed. The customer provided a photo of the sample showing the tip of the sheath folded back during use. The actual sample was not returned. The report was reviewed; however, a comprehensive investigation could not be performed without examining the sample. A review of the device history records did not reveal any manufacturing related issues. The probable cause of the sheath tip crimping could not be determined based upon the information provided and without the sample. No further action will be taken.